Manufacturer narrative:
Product analysis :"microscopic examination of the returned implant identified a sheared center nut flange, consistent with torsional overload."

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent an unspecified spinal procedure to correct spinal deformity. Intra-operatively,the washer under the middle set screw came off during final tightening from crosslink. No fragments were remaining in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.